Event description:
It was reported that the pt experienced a drop in blood pressure during a nuclear test and while attempting a blood pressure reading the monitor shut off. A nurse and a doctor were present during the procedure. When the monitor shut off they used an alternate blood pressure measurement method to monitor the pt. No harm came to the pt as a result of the monitor's alleged failure.